Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 3.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found the proximal stent struts lifted and pulled proximally. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. A 0.0140 test guidewire was loaded without issues. No other issues were identified during the product analysis.

Event description:
Reportable on analysis completed on 07dec2020. It was reported that advancing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not reach the lesion after several attempts. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable. However, returned device analysis revealed stent damaged.